Event description:
This lead was implanted on (B)(6) 2004 and remains implanted at this time. The following physician was dr. (B)(6) in (B)(6). A call to technical services placed on 7/22/2013 stated that there was an alert for atrial burden at least 1 hour in 24-hour period. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).